Manufacturer narrative:
No 142300490 product samples, videos or photographs were returned for investigation. The device lot history was not reviewed, no lot number information was provided. A probable cause cannot be identified based on the information that has been provided. Updated information in d9.

Event description:
The event on an unkown date involved a secondary set, secure lock, with IV set hanger, 34 inch. The reporter stated that they had issues with hazardous drug leak from the secondary tubing being cracked back in the spring. The event date occurred was unknown. The medication involved in the event was carboplatin. The patients had treatment interruptions and required their treatment medications to be re-prepared by pharmacy which had caused potential harm for incorrect dosing due to drug amount lost in spill. It was also stated that staff got involved in spill clean-up with potential for hazardous drug exposure. Thus, there was patient involvement, unknown human harm and there was delay in therapy reported.

Manufacturer narrative:
B3 - date of event - the date of event is unknown. 01 jan 2024 has been used as a place holder. D4, g4: model number is not sold in the us but similar device is sold under model 1423028. This product was used for the di and 501k. The device has not yet been received. The investigation is pending.